Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the device listed was in use with kapitex trachi-hold holder with pt when the eyelet of the tube broke. According to rptr, an emergency tracheostomy tube change was performed due to this issue. No permanent adverse effects reported.